Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include:   brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date unknown ; explant date unknown b3. No information provided regarding date of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Agent asked if patient had any falls recently, patient said no falls. Patient said they did have a fall and their other implant and broke 8 "leads" when they fell so they were aware of what could happen if they fall. No symptoms were reported.